Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsular tear following laser assisted cataract surgery. After laser treatment was complete, the surgeon began to remove the old lens, there was a posterior tear which required a vitrectomy. The surgeon is unsure if the laser contributed or if there were underlying issues causing this to occur. Additional information has been requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).